Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. The lead was severed 90 millimeters (mm) from the terminal pin. Two segments were returned for a total length of 590 mm, however it appeared that a portion of the lead was missing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure there were difficulties experienced with the helix mechanism of this right ventricular (rv) lead. The lead was severed in an attempt to maintain vascular access. No adverse patient effects were reported. The lead was returned for analysis.